Event description:
A report was received that a patient had been burned by her charger. The patient stated the burn was of a 50 cent piece. The patient states to have been burned on her right hip and the burn lasted for 1-2 hours. The physician treated the burns with a steroid shot to reduce swelling, and the burn has healed.